Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06959. It was reported that the patient presented for a routine device exchange. During the procedure, the physician discovered insulation damage on the right ventricular and right atrial leads. The right ventricular lead was reprogrammed and the atrial lead was capped and replaced on (B)(6) 2020. The patient was stable.